Event description:
Customer reported issues with the sensors. Customer also states that the blood glucose readings are off. The blood glucose reading was 48 mg/dl at one point. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.